Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email that the insulin pump dispensed too much insulin, causing the customer to be hospitalized. The customer stated they were unresponsive during their visit to the emergency room. The customer did not provide their blood glucose value at the time of incident. The customer could not be reached during a follow up call to document the hospitalization. The customer declined to return the insulin pump for analysis.